Manufacturer narrative:
The customer called technical support to report that the device was not operating on alternating current (ac) power. Although the customer tried a different power cord, the issue remained. The customer was not getting 24 dc volts to the power management (pm) printed circuit board assembly (pcba). The remote service engineer (rse) provided the customer with the part number of the replacement power supply for repair, and the customer informed the rse that the replacement power supply will be ordered. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not operating on alternating current (ac) power. It was reported that there was no patient involvement at the time the issue was discovered. The device was taken out of service. No patient or user harm was reported. The customer called technical support to report that the device was not operating on alternating current (ac) power. Although the customer tried a different power cord, the issue remained. The customer was not getting 24 direct current (dc) volts to the power management (pm) printed circuit board assembly (pcba). The remote service engineer (rse) provided the customer with the part number of the replacement power supply for repair, and the customer informed the rse that the replacement power supply will be ordered. The investigation is ongoing.